Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl and it was addressed with a correction bolus/manual injections. Reportedly, the customer was tired and had headaches. It was unknown what the cause of the elevated bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level. It was confirmed that the customer had manual injections available as backup insulin therapy.